Manufacturer narrative:
(B)(4).

Event description:
Procedure: bypass. According to the reporter: staple would not fire. No staples fired at all. The scrub nurse ensured and followed all idrive set up. Solid light on idrive for staple but would not fire when green button pressed and blue. No adverse effects to the patient. No reinforcement material was used in conjunction with the stapling device.